Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.